Event description:
It was reported a revision surgery took place 7 years after primary surgery due to dislocation of the device. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
New information and correction was received from our representative. There are two devices involved and not five as mentioned before.

Event description:
It was reported that the revision took place because the patient had been gardening and dislocated the left hip. Revision surgery was performed since x-ray and CT scan revealed the liner had dislocated.